Manufacturer narrative:
(B)(4). Covidien field service engineer inspected the device and the alleged malfunction could not be duplicated. The ventilator passed all the required testing.

Event description:
It was reported that during testing, the ventilator generated an error which rendered the unit inoperable. No patient was connected to the device.

Manufacturer narrative:
.